Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubble in their reservoir. The customer states it is a large air bubble. The customer's blood glucose level was 201mg/dl. Troubleshoot was conducted and the customer was able to remove the air bubble.